Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results from the cobas c 303 analytical unit. Results were provided for one patient that are a reportable malfunction. The initial result was 40 mmol/l, and the repeat result was 80 mmol/l. The questionable result was repeated because a doctor complained about the low result and that it did not match the previous results.

Manufacturer narrative:
A field service engineer (fse) found crystals above the cuvette segments. The main pump pressure was checked and adjusted. The cuvette fill levels were checked and adjusted. Sample and reagent sample adjustments were performed, as well as an instrument check. All values are passing specifications. The precision check was completed and passed. The investigation was unable to determine a direct root cause.